Event description:
A hosp infection control nurse reported that 16 out of 34 bronchial washings or brushings cultured positive for pseudomonas aeruginosa and at least six of the pt samples were also contaminated with serratia marcescens. The bronchial washings were taken from the pt's who were not ill and had no history or pseudomonas prior to the procedure. Three days after undergoing a bronchoscopy exam with a suspect scope, one pt was admitted to the hosp with pseudomanas pneumonia. The nurse does not know if the pt was incubating the pseudomonas pneumonia before the bronchoscopy procedure. A second pt was admitted to the facility with pre-existing penumonia and other health problems (not specified). The next day, the pt was examined with an olympus bronchoscope. Bronchial washings cultured positive for pseudomonas and treatment was prescribed. According to the nurse, 14 of 16 pt's did not contract pseudomonas.